Event description:
It was reported by service report that the bed is stuck in reverse trendelenburg. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: power coil cable.